Event description:
The device was used during surgery on (B)(6) 2009 for a revision of a heel arthrodesis. During a postoperative visit, the doctor noticed that the plate was broken. The patient had a good outcome and no second surgery was needed. Integra has requested additional clinical information.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated, based upon the reported information.